Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose was 281 mg/dl on sunday. The customer¿s blood glucose level was 140 mg/dl at the time incident and current blood glucose was 600 mg/dl. The customer had symptoms such as abdominal pain. The customer was treated with insulin drip. It was reported that the customer had two no delivery alarm. Customer reported event was resolved by changing complete set (infusion set and reservoir). The high pressure test was performed and was passed. The customer does not allege pump was under delivering. The customer was wearing the pump at the time of hospitalization. The customer was in diabetic ketoacidosis and they tried back on the pump and blood glucose still spiked and they want to make sure he is getting the insulin. The customer was advised to return the infusion set to medtronic if possible. The customer was advised to monitor and call back if needed. The insulin pump will not be returned for analysis.